Manufacturer narrative:
(B)(4).

Event description:
Analysis was completed on the returned generator 03/16/2017. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Electrical evaluation showed that the pulse generator performed according to functional specifications. The battery measured 2.904 volts and was not at end-of-service condition. The downloaded data revealed that 88.720% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis was completed on the returned lead portions 03/20/2017. Some portions of the lead assembly were not returned for analysis and a complete evaluation could not be performed on the entire lead product. What appeared to be white deposits were observed in various locations. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. An abraded opening was found in the outer tubing. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, and no discontinuities were identified.

Event description:
Full revision surgery occurred on (B)(6) 2017. The explanted devices have not been received by the manufacturer to-date.

Manufacturer narrative:
It was inadvertently not provided that the device as had been received by the manufacturer. The date the device was returned was inadvertently not provided in follow-up report #1. The field for device evaluation was inadvertently not marked in follow-up report #1. The results and evaluations codes were inadvertently not provided correctly in follow-up report #1.

Event description:
The explanted devices were received by the manufacturer. Analysis is underway, but has not been completed to-date.

Event description:
Clinic notes from a visit on (B)(6) 2016 were received for a full revision surgery referral. It was reported the patient¿s device had high impedance. Output status of the device was reported to be low. X-rays were ordered but have not been received by the manufacturer for review. Additional relevant information has not been received to-date. No known surgery has occurred to-date.